Manufacturer narrative:
(B)(4). This customer reported that a shock was not delivered as expected during testing. There was no pt involvement. The device was evaluated locally by philips and the external paddle set was not fully engaged in the connector. After reseating the therapy cable into the connector, the device passed all testing and the reported symptom could not be recreated, no parts were replaced and no trouble found. The device passed all performance and safety testing and was returned to service.

Event description:
This customer reported that a shock was not delivered as expected during testing.